Event description:
Additional information received reported the patient¿s revision occurred the day prior to this report. The doctor took out the old leads and put new leads in. The patient was feeling therapy once again and was getting good relief. Additional information received 5 days later reported the patient had surgery the prior week because the implantable neurostimulator (ins) ¿shut off, it quit working,¿ but it was also reported ¿the device itself was working fine; it was the cables that failed.¿ it was reported the patient was in surgery for ¿5 hours but it was supposed to be a 5 hour and 5 minute surgery, and the patient was woken up during surgery and was awake for the last 45 minutes.¿ it was noted everything was supposed to be replaced but the ins was not replaced because ¿something about the patient¿s heart rate dropped or his blood pressure got too low and they could not turn him over.¿ the patient wanted his ins replaced by the end of 2013 because it was nearing 9 years. It was noted ¿this thing¿ helped the patient. It was also reported the patient spent a lot of time recharging. On (B)(6) 2013, the patient was at full charge at 1:30 pm and 2 days later it was down to ¿half a tank.¿ it also took the patient 7 hours to recharge and it did not used to take him that long. It was also reported that near the end of recharging ¿it got real hot inside the patient¿s stomach and it felt like it was going to blow up.¿ the patient¿s skin would get red and he used a bag of frozen peas to cool it down. It was noted that it did not get hot every time. The patient did not recall seeing any codes on his recharger because he did not look at it. It was noted the patient had an appointment scheduled for (B)(6) 2013. Additional information received 5 days later reported the patient¿s surgery was successful. After the surgery the patient was able to feel paresthesia everywhere he needed it and he was doing ¿well.¿

Event description:
Additional information received reported that the patient was still thinking about what he wanted to do with the device. It was noted that the patient seemed to be managing his pain well with medication. A follow-up report will be made if additional information becomes available.

Event description:
Additional information reported that patient was scheduled for a revision of the lead on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the leads (lot #s n0036025 and n0039157) revealed a conductor was broken at the titan anchor site.

Manufacturer narrative:
Product ID, 377745 lot# n0036025, implanted: 2005 (B)(6), product type lead product ID, 37752, serial# (B)(4), product type recharger product ID, 3708120, serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 3708120, serial# (B)(4), implanted: 2005 (B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that the patient had the implantable neurostimulator (ins) replaced 3 weeks ago, on (B)(6) 2013 the patient believed but was not sure. It was noted that the patient stated that he believed it was due to normal battery depletion. Additional information received reported that the caller stated that the patient was not sure about the reason why the device was replaced prior to hitting 9 year end-of-service (eos). It was noted that the caller was not sure if an actual eos occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, the patient experienced a loss of therapeutic effect. The patient used to feel stimulation for his pain coverage, but recently he had not been able to feel pain coverage as he needed. It was also reported the patient's stimulator felt hot when he was recharging. It was noted, the patient's physician wanted to do reprogramming before removing the device. Additional information received 3 days later reported during reprogramming impedances were tested and all electrodes were out of ran ge no matter which electrode was referenced. The patient was still not receiving stimulation. The physician's office discussed getting an x-ray and scheduling the patient for surgery. It was noted, the patient did not report an accident or remember when the paresthesia stopped occurring. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 377745, lot# n0036025, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type lead; product ID 377745, lot# n0039157, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type lead. (B)(4).